Manufacturer narrative:
A partial lead was returned in one piece. An external insulation abrasion was found at 18.5 cm to 18.7 cm from the connector pin breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial and right ventricular lead exhibited high capture threshold. The atrial and right ventricular leads were replaced. No patient consequences were reported.